Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead within the atrial blanking period, post premature ventricular contractions (pvc). The ra lead remains in use. No patient complications have been reported as a result of this event.